Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had air leakage. There were no reports of patient harm.

Event description:
It was reported the subject device had air leakage. The reported malfunction occurred during reprocessing. There was no patient involvement, and there were no reports of patient harm or medical intervention.

Manufacturer narrative:
Additional information was provided by the customer; therefore, sections a2, a4, a5, a6, b3, b5, b6, b7, g3, h2, and h11 have been updated.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratches (holes) in the camera cable. Based on the results of the investigation, it is likely the following led to the malfunction: the camera cable was scratched (perforated), which prevented it from maintaining airtightness and led to the occurrence of water leakage. It was not possible to determine the cause of the scratches/perforation on the camera cable based on the information obtained from this complaint and the investigation results. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had air leakage. There were no reports of patient harm.